Event description:
Further information was received indicating that the high impedance identified through review of the programming history database was linked to a demo generator not implanted in patient. No lead is involved. No patient is concerned.

Manufacturer narrative:
.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2016 and system mode diagnostic results revealed high impedance (>=10000 ohms). The patient's generator was then disabled. No patient adverse events were reported. No known surgical interventions have occurred to date.